Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was previously reported that the out of range shock impedances occurred with the previous device (n141), however this statement was not correct. The out of range shock impedances only occurred once the new device (g141) was connected to the chronic rv lead. Once the rv lead was replaced, the impedance issue resolved.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient underwent a breast implant surgery, which made her device feel uncomfortable in the pocket. A revision procedure was planned, at which time, the patient asked for the smaller boston scientific device be implanted instead of keeping her chronic device. The physician noted at explant of the chronic device, the right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. The new device was implanted, and once again, oor impedances were noted. Several troubleshooting techniques were attempted and none could resolve the impedance issue. The physician chose to explant the chronic rv lead and implanted a new one. To date, no additional adverse patient effects have been reported.